Event description:
A caller reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump and manual insulin injection. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery.